Manufacturer narrative:
On (B)(6) 2018: emdr report submitted. The probable cause of the failure is addressed in the ongoing CAPA (B)(4).

Event description:
Faulty axor. Patient complaints that his axor ii "fell off the abutment". He states that axor loosens itself despite retightening multiple times per day. Proximal grip doesn't recoil when released. It's stiff and almost impossible to rotate. No harm to the patient.